Manufacturer narrative:
The investigation showed that the reported system behavior is a sporadic timing issue of the software. This leads to a medium-term unavailability of x-rays and, thus, to the absence of the imaging function. The described behavior occurs during start-up, after patient registration, however, it can be corrected by a system reboot. The device will be fully functional following the reboot. However, a change request has been triggered and this performance issue may be considered in future software versions.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the cios spin system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued and finished on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.